Manufacturer narrative:
The biomedical engineer reports that the bedside monitor screen is blank white. The issue was found before the next case. Loaner was sent to the customer. The device was returned and evaluated. The issue was confirmed. The inverter board was changed to fix the issue. All functions were tested. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor screen is blank white. The issue was found before the next case.